Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the suggested event occurred due to the following: the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the event could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope during an unknown procedure, the distal cover cap fell off into the patient's mouth. There was no patient harm reported. Related patient identifiers: (B)(6).